Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿emile gallé surgical center, department of plastic and reconstructive surgery of the locomotor and hand surgery, nancy university hospital, france'. The article can be found at http://actaorthopaedica.be/assets/2369/05-chevrollier_et_al.pdf. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿emile gallé surgical center, department of plastic and reconstructive surgery of the locomotor and hand surgery, nancy university hospital, france'. The title of this report is ¿results of a unicentric series of 15 wrist prosthesis implantations at a 5.2-year follow-up¿, published on march 01, 2016, and can be found at http://actaorthopaedica.be/assets/2369/05-chevrollier_et_al.pdf. The report is associated with the stryker ¿remotion total wrist system¿ and includes an analysis of the clinical data that was collected on 15 patients. The cases in this study range from december 2001 to may 2011. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 1 patient experienced loosening of the cemented prosthesis.